Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the head implant is not a zimmer biomet product, but competitor product. The initial report was forwarded in error.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the head implant is not a zimmer biomet product, but competitor product. The initial report was forwarded in error.

Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a dislocation at the site. There is no additional information available at the time of this report.